Event description:
On (B) (6) 2009, a patient was implanted with the gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. The patient tolerated the procedure. When the patient awoke from anesthesia, she was diagnosed with peripheral circulatory failure, and a thrombus ablation using a hydrolyzer and a pta ballooning were performed. The angiography images showed an improvement in blood flow. The patient was transferred from the operating room to an emergency ward. Later that day an MRI exam revealed that the patient had a spinal infarction. A blood test showed a high level of creatinine kinase, and it was determined that the patient would be treated with dialysis. On (B) (6) 2009, the patient expired during dialysis due to heart failure. An autopsy was not performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event is pxc141200/(B) (4).